Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized due to abdominal complaints, fever and shortness of breath. The patient experienced hemolysis, sepsis and staphylococci was found in the blood. A circulatory failure occurred and the patient received an extracorporeal membrane oxygenation (ECMO). Despite adequate anticoagulation, an incipient pump thrombosis was suspected and lysis was started. The ventricular assist device (vad) exhibited low flows and high power which attributed to several low flow alarms and high watt alarms. Though lysis was started, an increasing thrombosis could not be stopped and the vad stopped causing vad stop alarms. Because of the systemic sepsis, the vad was explanted. An inspection revealed a complete thrombosis of outflow graft, inflow cannula, internal pump component and native heart. Despite escalated catecholamine therapy and ECMO support, the patient passed away.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) was not returned for evaluation. Review of the controller log files revealed a sudden decrease in power consumption and estimated flows on 03-feb-2020, immediately following a decrease in vad speed. A sudden increase in power consumption was observed on 04-feb-2020 leading to parameters above the normal operating range. Seven low flow alarms have been logged since 03-feb-2020 and ten high watt alarms have been logged since 04-feb-2020. Additionally, log file analysis revealed a vad disconnect alarm on 04-feb-2020 at 03:44:35 indicating a physical disconnection of the driveline from the controller. At 03:44:57, a vad stopped alarm was logged indicating that the pump failed to restart after several attempts, which was followed by several additional vad stopped alarms. As a result, the reported event was confirmed. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the low flow event can be attributed to the manual decrease in vad speed observed on 03-feb-2020. The most likely root cause of the high power and vad stopped events can be attributed to thrombus formation/ingestion. The most likely root cause of the observed vad dis connect alarms can be attributed to the physical disconnection of the driveline from the controller. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.